Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time.

Event description:
Toxic shock syndrome [toxic shock syndrome]; felt sick, felt awful [malaise]; weak / frailness [asthenia]; heart racing [palpitations]; couldn't get warm [feeling cold]; couldn't cool down [feeling hot]; exhausted [fatigue]; thirsty [thirst]; horribly faint [dizziness]; nauseous [nausea]; vomiting / couldn't keep anything down [vomiting]; aching all over / pain [pain]; red rash spreading all across body / it was scarlet red [rash erythematous]; (red) rash spreading all across body / it was itchy [rash pruritic]; lumbar puncture gave spinal headaches [post lumbar puncture syndrome]; barely ate [hypophagia]; barely slept [insomnia]; could barely walk [gait disturbance]; migraines [migraine]. Case description: a female consumer of unspecified age reported spontaneously via social media on (B)(6) 2019 that she used a tampax tampon, version/absorbency/scent unknown on an unspecified date. The consumer asserted that the product almost killed her a month ago with toxic shock syndrome. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. (B)(6) 2019 received consumer's follow-up social media message: the consumer reported that on (B)(6) 2018 she felt like she was getting sick- a flu in particular. She felt awful; her heart started racing, she couldn't get warm then couldn't cool down. She was exhausted, thirsty, horribly faint, and had nausea and vomiting. She was aching all over and she thought for sure it was one of the worst flu bugs that she had ever had. That night, she noticed a red rash spreading all across her body; it was scarlet red and itchy. She decided to go to bed around 9 p.m. To try and sleep her symptoms off. On the morning of (B)(6) 2018, she felt even worse than she did the night before. She was so ill that she had to text her sister (who was downstairs) to bring her water. She felt so faint and weak that she had to ask her sister to hold/walk her to the bathroom. The consumer reported that her sister saw her rash and commented on it; her sister called her mom (who was a nurse) at work and told her of her sister's symptoms. Her mother demanded that she go to the emergency room that instant. At 10:30 a.m. She arrived at the emergency room. The consumer stated that she was so weak that she couldn't sit in the chair to tell the administrator what was wrong with her, her dad had to instead. She waited for about 20 minutes before she was seen, and shortly after that she was escorted into emergency, immediately being tested for blood work and an electrocardiogram (ECG). She had intravenous lines (ivs) in her arms, and she was being administered tylenols, tamiflus, potassium, and underwent an x-ray of her chest. She explained that she spent the rest of the day in the emergency, and she experienced every physical test including a lumbar puncture; she underwent the lumbar puncture to test to see if she had meningitis and she did not. The consumer explained that the doctors asked her many questions about her present health, including her sexual health. The consumer noted that she was not pregnant, and was on her period beginning (B)(6) 2018. She recounted that evening around 5 p.m. She was transferred to the intensive care unit (ICU), where she stayed for 4 days. While in the ICU, she had 3 ivs in her arms, an oxygen monitor, blood pressure band, and a heart monitor beeping about all of her vital signs. She stated that she was pumped with every antibiotic, every essential mineral (phosphate, potassium, magnesium, calcium, etcetera) one could think of. She barely ate or slept. She stated that the lumbar puncture gave her debilitating headaches (similar to migraines) that she had only started to recover from on (B)(6) 2018. She could barely keep anything down, and could barely walk to the bathroom. The only time she felt okay was when she was laying down flat; she asserted that her stress was out of control. Per the consumer's report, an ICU nurse explained to her that she had contracted sepsis, and that if the consumer had not come into the hospital at all, she would have died. The consumer reported that on (B)(6) 2018 the ICU had cleared her body of the toxic shock syndrome and she was allowed to go home that night around 8 p.m. She went home peacefully with pain-relief and anti-nausea relief. The consumer explained that at home, she continued to experience debilitating migraines, nausea, vomiting, and frailness. The consumer needed help walking, showering, drinking, and eating. The consumer asserted that she was unable to do anything on her own. She reported that on (B)(6) 2018 she was starting to eat, could sit up properly, and could converse normally without pain. The consumer noted that she'd been using tampax tampons from a box that she had purchased months prior in the summer. The case outcome was now improved. No further information was provided. (B)(6) 2019 received consumer's follow-up social media message: the consumer reported that she started feeling the symptoms of the toxic shock syndrome (tss) approximately 2 hours after she had inserted a tampon on the morning of (B)(6) 2018 (about 8:30 a.m.). On that same day, she switched the tampon mid-afternoon, and later took it out for the night around 8:30 p.m. She asserted that she did not have a tampon in when she went to the ER that next morning, which was within 24 hours. The consumer explained that because her mother was a registered nurse, she was always diligent about keeping her conscientious about the rules for wearing tampons. The consumer stated that she had never worn a tampon longer than 8 hours and would always select the best absorbency level that suited her during her cycle. The case outcome remained improved. No further information was provided.